Event description:
The patient "temporarily" experienced cardiopulmonary arrest. The patient was resuscitated within approximately 30 minutes. Per the hcp, the patient aggravated her cold and that may have led to the cardiopulmonary arrest. The event was noted to be unrelated to the drug. As of (B)(6) 2011, the patient's symptoms were relieved, yet her condition remained "potentially volatile" due to the 30 minute cardiopulmonary arrest. The patient was in critical condition and had later expired. The death was indicated as being unrelated to the drug or device system. The pump was explanted. An initial physician assessment of the events that led up to the patient's cardiac arrest and death presumed that the patient expired over the course of several days due to the fever that resulted from a respiratory infection and by substantial perspiration. The recurrence of the fever reportedly gave rise to the respiratory infection and substantial perspiration that led to dehydration, a disturbance in consciousness, acute respiratory failure, and ultimately cardiac arrest. The attending physician provided the following information that led to the patient's death. Symptoms prior to the onset of the serious adverse event (sae), but before/during/after therapy with the study treatment: on (B)(6) 2011 the patient presented with fever, coughing, and no change to the patient's muscle tension. On (B)(6) 2011 the patients fever reduced to 37 c, but the patient seemed to be "slightly lacking vitality," often without muscle tension. While the daily dose remained unchanged, on (B)(6) 2011 at 8:00, the patient's fever elevated to 39 c and she presented with "considerable perspiration" on her head and neck. The patient was given a "bed bath" and the patient subsequently fell asleep. Symptoms during and after the onset of the sae: by 10:00, on (B)(6) 2011, the patient presented with dry lips. The hcp attempted to get the patient to drink (B)(6) water, but she was unable to swallow it. The hcp then phoned to the hospital to alert hospital staff that the patient appeared to have an "ill-looking complexion." By 10:49, on the same day, the hcp called an ambulance. While waiting for the ambulance, the patient's respiration became shallow. At 10:55 emergency medical services arrived, but the patient was in a state of cardiopulmonary arrest. Heart massage was performed while the patient was en route to the hospital. The patient arrived at the hospital by 11:20, as onset of cardiac arrest already occurred, infusion, administration of epinephrine, and intubation were performed. At 11:50, spontaneous circulation was re-engaged and cardiac arrest had occurred for approximately one hour. At this time the patient entered the intensive care unit and received supportive care, which included administration of infusion, vasopressor, respiratory control, and unspecified injections. On (B)(6) 2011, the patients' liver and cardiac functioning showed a "tendency toward recovery." However, the patient experienced renal failure associated with pleural effusion and pulmonary edema, which was exacerbated and showed progression. On (B)(6) 2011, at 14:35, the patient died; she showed no pupil dilation. Upon admission to the hospital, the hcp assessed the operating condition of the patient's pump and found no abnormalities. The hcp also discontinued all internally delivered medications to the patient upon admission to the hospital. An investigative report produced later by another physician confirmed that the patient suffered a transient cardiopulmonary arrest after having been resuscitated for one hour on (B)(6) 2011, after which (i.e., eleven days later) the patient died. The investigative report was rendered as a result of a safety investigation that was initiated due to what the investigative physician reported as an "incontrovertible relationship" between the patient's saes and gabalon, and the respiratory infections triggered by the cardiopulmonary arrest. The purpose of the investigation was to confirm the details that surrounded the patient's death and to determine its causal relationship with the patient's therapy, as well as any other pertinent information. Further investigation indicated that after the onset of respiratory infections, which included symptoms of fever and coughing, the patient's fever abated to 37°c. This permitted the patient to relax and "go out." However, the fever recurred and presented with perspiration on the next day, while muscle tension presumably increased. Because the patient did not seek medical attention while she experienced fever, up to the point of cardiopulmonary arrest, and because the hcp's decisions were based solely on information gleaned from the patient's family, the physician was unable to rule out an unknown, causal relationship between the resultant events and the patient's therapy. Immediately prior to the onset of the sae, during a refill visit, the patient's family informed the physician that the patient noticeably snored. As to cardiopulmonary arrest, the attending physician revised his opinion from one that concluded the patient experienced cardiopulmonary arrest to one that concluded respiratory infection. As grounds for revision, the physician noted that the patient experienced a series of symptoms that resulted from respiratory infection that included fever, perspiration, dehydration, and others. Furthermore, according to the patient's family, the patient showed a tendency to develop respiratory infections more frequently once she began (B)(6). On two occasions immediately following the commencement of (B)(6) therapy, the patient presented with aspiration pneumonia. However, she did not present with obvious coughing, such that it was deemed unlikely that she sustained chronic aspiration. Nonetheless, the investigative physician noted that the possibility remained that after the initiation of (B)(6) therapy, the patient suffered from "minor difficulties" with regard to expectoration, which had not yet been substantiated as of the date of this report. Before (B)(6) therapy was initiated, the patient exhibited muscle tension with rare moments of relaxation. However, following therapy, the patient exhibited a greater tendency for repose. When the patient developed respiratory infections, she reportedly was in the process of convalescing, which presumably exhausted her physical strength. Thus, it was hypothesized that continuous administration of (B)(6) therapy masked her systemic condition. The pump was delivering gabalon.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), product type catheter. (B)(4).